Event description:
The customer reported that their pump malfunctioned, though the exact date of the event was unknown. There was no adverse impact to the customer's blood glucose level. The customer decided to stop using the pump, declined any troubleshooting, and expressed anger when further information was sought by customer technical support. No further action was required.